Event description:
It was reported that during a basivertebral nerve ablation (bvna) procedure, the physician initially accessed the s1 vertebral body on the left side. Dense bone made it difficult to create a channel within the desired parameters. The physician then proceeded to access the l5 vertebral body on the right side; however, access was also difficult due to hard bone anatomy. During the attempt, the introducer cannula assembly fractured from the handle assembly as a result of the dense bone, and the diamond and bevel stylets could not be reassembled with the introducer cannula. The physician requested an additional access kit to continue the procedure. Upon reaching the posterior wall of the l5 vertebral body, as confirmed on lateral imaging, the certified registered nurse anesthetist (crna) indicated that the patient needed to be repositioned due to low oxygen levels. The patient was observed to have facial discoloration (purple coloration) consistent with decreased oxygenation. The physician removed the access instruments to reposition the patient to the supine position. The patients condition stabilized, with normal facial coloration restored, and the patient subsequently recovered in the post anesthesia care unit (pacu). Based on the crna assessment, the low oxygen level was not related to the procedure and it was believed to be an airway occlusion caused by obstruction at the nasal and throat airway. The procedure was done under conscious sedation and local anesthesia. The physician discussed the situation with the patient, and it was agreed to reschedule the procedure to be performed under general anesthesia. Currently the patient is stable.